Event description:
The user noticed the decimal place was incorrect for the d-dimer assay after the calibrator standards were downloaded for a new lot of calibrator material. After correcting the setpoint and performing calibration and qc, a patient sample which had been previously tested was repeated. The initial result was 1.0 ug/ml and the repeat result on (B) (6) 2010 was 1.4 ug/ml. The user did not call the doctor or issue a corrected report as the user considered the change insignificant. No information was provided to determine if the patient was adversely affected. The d-dimer reagent lot number was 62167501. The user refused a service visit and stated "things are running fine".

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reportable based on analysis completed on (B)(6), 2010. It was reported that during a percutaneous transhepatic cholangiodrainage procedure the guidewire uncoiled. The 100% stenosed lesion was located in the non-calcified biliary artery. The physician placed another manufacturer's guidewire into the biliary artery and then exchanged it for the amplatz super stiff guidewire. It was noted that 'during the procedure' resistance was encountered. The physician removed the amplatz guidewire and noted that the distal tip had uncoiled. Another of the same device was used to complete the procedure. No patient complications were listed and the patient's status was reported as 'good'. The device investigation revealed that the tip of the guidewire fractured.

Manufacturer narrative:
Investigation of the event determined no decimal digit was defined for standard 1 in the e-barcode. Updated and corrected e-records as well a reagent bulletin were provided to customers (B) (6) 2010. Due to the missing decimal points, control and patient test results will be rounded. Medical risk to a patient regarding this issue is not likely. A false negative test will not likely be reported since a value of < 0.500 mg/ml will be reported as 0 mg/ml. An actual value of > 0.499 will be rounded to 1 mg/ml, which would lead to additional evaluation.